Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that his blood glucose level was high. Customer's blood glucose level was 477 mg/dl. He was unable to bring his blood glucose down. The customer had headaches and was dizzy. The customer treated his high blood glucose level with boluses using the insulin pump. The device was not returned.